Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had stents previously implanted. An euphora balloon dilation catheter was being used to treat the rca. The lesion was moderately tortuous with 90% stenosis. There was no damage to the packaging and no issues removed the device from the hoop/tray. Device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. Device passed through a previous deployed stent. Resistance was experienced when advancing the device but it is unknown it excessive force was used. Balloon wasn't inflated. It is reported that during advancement of the device a break/fracture occurred on the mid shaft of the catheter. All parts of the device were successfully removed. The detached portion was pulled out by the shaft. The device was not kinked and restraightened during use. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.